Event description:
This notification was opened for review for information received that a ds2adv auto CPAP device started smoking and was hot to touch when patient plugged the device into the wall outlet and caused patient's room to smell of burning plastic. The patient did not see any flames or any evidence of melting, warping, or voids/gaps in the enclosure. This event occurred during troubleshooting the device's lcd which was not responding, and patient was then advised to unplug the device. No death, no serious harm or injury was reported. The device will be forwarded to the manufacturer¿s product investigation lab (pil) for additional testing and investigation. A final report will be sent once the investigation is concluded.

Manufacturer narrative:
The ds2adv auto CPAP device was returned to the product investigation lab (pil) for additional testing. Pil performed an external and internal inspection of the device and observed the following: iso (international organization for standardization) port deformed from possible thermal event, possible thermal events across the back of the pca (printed circuit assembly) - reference capas 1299367 & 3376332, and ui (user interface) panel discolored underneath from possible thermal event. Pil was able to confirm the complaint of device lcd screen not working possibly due to the potential multiple thermal events. Additionally, the following were observed during the evaluation at pil: a known good pil supplied power supply was used, ac power cord with the device and observed no power. The iso (international organization for standardization) port had white dust-like contamination and potential mineral deposits indicating possible water ingress in it. The heater plate had dust-like contamination and potential mineral deposits on it. The inlet/outlet seal had white dust-like contamination on it. Potential mineral deposits were observed on top of the pca (printed circuit assembly) indicating possible water was on the pca. Dust-like contamination was found on the following: blower motor, air inlet of the blower box, blower box, bottom enclosure, heater plate spring and on the bottom enclosure under the heater plate spring. Potential mineral deposits were observed on and inside the blower motor and inside the water tank indicating possible water ingress. The device was scrapped by pil after the evaluation was completed.